Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device stopped working and the knife blade did not advance. The doctor stated that the device would not open or cut after having sealed the tissue. This happened several times after successful activations of the device during the case. Used another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found eschar in the device knife track. The reported condition of knife blade did not advance was confirmed. The reported condition of device locked on tissue was not confirmed. The investigation found eschar build up on the device seal plate and inside the knife track. The eschar build up prevented the knife blade from advancing forward to make a full cut. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. No tissue sticking or device locking on tissue occurred during testing of the device. The investigation identified the root cause of knife blade did not advance to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.